Manufacturer narrative:
The reported failure of the trilogy 100 ventilator, u.s.a - bt device to power on is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual. These service activities, in addition to any prior complaint investigations, have altered the device from its original state during manufacturing. Any issue found during manufacturing that is potentially documented in the DHR for this device does not have a causal relationship to the allegations or issues in this complaint. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator, u.s.a - bt device had no power, the error log was not able to be retrieved, the filter is missing, and the enclosure was cracked. There was no patient involvement, and no harm or injury reported. There were no visible foam particles in the device on evaluation. Since the device had no power, the error logs could not be retrieved. It was noted that the device was missing the filter and the enclosure was cracked. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the no power issue. The device was scrapped.